Event description:
It was reported that the physician was concerned of battery depletion of the device due to inappropriate shocks from the right ventricular (rv) lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The complaint against the right ventricular (rv) lead has been captured in the remedial action exemption report 209396339 being submitted on 2015-01-30. Concomitant: icf09b52 lead 2005-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.